Event description:
Reported due to surgical procedure. In 2005, a physician attempted to use the graftmaster stent graft in the treatment of a free perfortaion. The perforation was caused by a post-balloon dilatation of the circumflex. However, the size of the perforation is unk. Reportedly, the graftmaster did not cross, the perforation was not sealed; and the stent was not implanted. The pt went to surgery for a coronary artery bypass graft (CABG) and is reported to be "stable and doing well."